Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. No guidewire was received with the device. A .035 guidewire was used to verify functionality of the device. The guidewire was inserted into the wire lumen and passed through the tip of the device with no issues. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that catheter stuck on guidewire. The target lesion was located in the lower left extremity veins. An angiojet zelante catheter was used for thrombectomy procedure. However, after working under thrombectomy for about 35 seconds, the guide wire could not be pulled out from the catheter and there was a lot of resistance when pulling out despite of many attempts. Both devices were withdrawn together, and the procedure was completed by replacing another of same device. There were no patient complications reported the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter stuck on guidewire. The target lesion was located in the lower left extremity veins. An angiojet zelante catheter was used for thrombectomy procedure. However, after working under thrombectomy for about 35 seconds, the guide wire could not be pulled out from the catheter and there was a lot of resistance when pulling out despite of many attempts. Both devices were withdrawn together, and the procedure was completed by replacing another of same device. There were no patient complications reported the patient's status was stable.